Event description:
A customer reported that several system messages displayed and the system locked during a vitrectomy procedure. After a 30 min delay, the system was exchanged to complete the procedure. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).